Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: investigation results of testing and inspection records and manufacturing records: eog sterilization is conducted on the product concerned and biological indicators (bis) are put in the sterilizer per sterilization lot to confirm that all viable bacteria in bis have been terminated. The manufacturing records of the referenced production number were checked and the results revealed that the bacteria had been terminated according to the established sterilization conditions (e.g. Temperature, humidity, gas concentration, etc). The testing and inspection records of the production number in question were also checked and no abnormalities were observed. Investigation results of retention samples: sterility testing was performed on retention samples for the referenced production number. The result was negative. Investigation results of similar incidents: regarding the product concerned, the past 10 years of complaints were investigated and it was confirmed that there had been no complaints raised by other medical institutes for bacterial contamination. Root cause: the root cause could not be determined based on the investigation results.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
A distributor reported that the customer reported to them that they cultured staphylococcus hominis from the supernatant from 5 bags out of 5 bags. They found micrococcus in a few bags. They stated that they didn't make any manufacturing or sample collection error. Patient information is not available at this time. The disposable sets are not available for return for evaluation. This report is being filed due to insufficient information at this time to determine if a malfunction with the potential for death or injury occurred.